Manufacturer narrative:
This report is made based on the results of evaluation completed on 06/30/2011. Animas corporation (B)(4). Correction/removal reporting number: 2531779-03/24/2010-003-r during evaluation the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.